Event description:
It was reported that the patient presented in the clinic for follow-up. Upon interrogation, the pacemaker was found to be in back-up vvi mode. The pacemaker was explanted and replaced. There were no patient consequences.